Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a bad display. The customer¿s blood glucose level was 372 mg/dl. Customer stated that they had issues with insulin pump functionality and display. The insulin pump will not be returned for analysis.